Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were admitted due to high blood glucose .the date of hospitalization was unknown. Customer reported the blood glucose level was above 600 mg/dl. It was unknown whether the customer was using auto mode or not. No further patient complications were reported. Troubleshooting was not performed, and the customer will continue to use the device.